Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, b3, h3, h4, h6, h11 the device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality (no 3d, right eye grainy) and failure of electrical contact in the video connector. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led the malfunction: traced to component failure poor image quality and failure of electrical contact in the video connector which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure. The procedure was completed with similar device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image on the rigid video scope did not display sometimes when switching from 2d to 3d. There were no reports of patient harm.